Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The reporter stated that this occurred after the customer attempted to spike the set into an additional bottle of medication. The reporter further stated that the set had flowed normally during priming and while infusing the first dose of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.